Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. Device received with cracked case at battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer was hospitalized for a foot surgery and was put on intravenous drip during the hospitalization period. The battery compartment of the insulin pump was cracked and the insulin pump stopped working. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.